Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, b.5, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Upon visual inspection, the following observations were made: balloon tear at the inflation/crimp (ic) bond and distal balloon wings flared, inflation balloon bunched distally towards the nose tip, and gouges on the flex tip. Dimensional testing was performed, and the crimp balloon double wall thickness was measured proximal to the tear area and it was found to be within specification. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the user experienced resistance while advancing the delivery system with a crimped valve through the esheath+. This suggests that high push force was applied to overcome the resistance during device insertion. This is supported by the description stating that ''numerous manipulations of the esheath+ and wire to assist with advancing the valve'' were performed in response to the experienced resistance advancing through the sheath. These manipulations likely caused the delivery system to undergo additional tension beyond that created by the initial resistance, leading to the tearing of the balloon observed on the returned device. As such, available information suggests that procedural factors (device manipulation) may have contributed to the complaint event. Imagery of the patient provided by the site revealed the presence of calcification. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 14 fr esheath+, the first 26 mm commander delivery system and 26 mm sapien 3 ultra resilia valve would not advance through the esheath+. The valve was not malformed. Despite numerous manipulations of the esheath+ and wire to assist with advancing the valve, it would not progress. It was decided that there was an extreme amount of push force with no obvious reason, so the delivery system, valve, and sheath were removed intact. Upon inspection, it was determined that there appeared to be an ic bond break. The physicians are unsure if this was the cause of the device not advancing or if the extreme push forces caused the break. The second valve system and esheath+ were inserted, and while aligning the valve, the patient experienced EKG changes. The team focused on these changes, and the valve was overaligned. It was determined that it was too far to proceed safely, so the system was removed intact. The third system was inserted and deployed without any issues, and the valve was implanted in the aortic position. The devices will be returned for analysis.